Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for all fs libre sensors within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint.  Clinical data was reviewed for the fs libre sensors, and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for fs libre sensors was reviewed and showed no anomalies or non-conformance that could lead to the complaint.  A tripped trend review was completed for fs libre sensors, and no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A caller reported a customer (their son) received lower readings on the adc freestyle libre sensor compared to readings obtained on an unspecified adc blood glucose meter. The caller reported the customer obtained a scan result of 5.7mmol/l compared to a reading of 25.7mmol/l from the meter, and was taken to the hospital. The customer was treated in the intensive care unit with insulin (type/dose unknown,) IV dextrose and saline (percentage unknown) and blood glucose measurements every half hour. After a few hours he was moved to a regular unit where he stayed for 3 days. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned. A follow-up report will be filed if product is returned or additional information is obtained. The date of event is unknown. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a customer (their son) received lower readings on the adc freestyle libre sensor compared to readings obtained on an unspecified adc blood glucose meter. The caller reported the customer obtained a scan result of 5.7mmol/l compared to a reading of 25.7mmol/l from the meter, and was taken to the hospital. The customer was treated in the intensive care unit with insulin (type/dose unknown,) IV dextrose and saline (percentage unknown) and blood glucose measurements every half hour. After a few hours he was moved to a regular unit where he stayed for 3 days. There was no report of death or permanent injury associated with this event.